Event description:
It was reported that a high drain 105 alarm occurred during therapy on the homechoice machine(hc). The home patient(hp) stated he had no problems during therapy last night and wanted to continue therapy. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, or if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reported issue was confirmed over the phone. The device passed both the hc return instrument test / evaluation (rite) electrical test and the rite functional test. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The assignable cause was undetermined.